Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer stated they would have to rewind their insulin pump several times. The customer also reported unexplained no delivery alarms. The customer's blood glucose was unknown. It was also found the battery life would diminish in less than two weeks on the customer's insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.